Event description:
It was reported that during preparation, it was found that tip of anchor was already broken. The anchor broke inside the patient. It is unknown if all the pieces were removed. No patient injury was reported.

Manufacturer narrative:
One 72203704 healicoil regenesorb 4.75mm suture anchor with 2 ub-bl cobraid bl sutures returned. The complaint stated: "it was reported that during preparation, it was found that tip of anchor was already broken. The anchor broke inside the patient." The following was also conveyed: ""during insertion the device to prepped site, the tip of anchor broke due to misalignment. No patient injury was reported." The entire device was returned. The sutures were in place attached to the device. The anchor was attached to distal end. It has torque fractures in multiple locations. The condition indicates that the anchor met with excess force. The anchor's distal tip is rolled over to one side. This is consistent with the report of losing alignment. No other damage was observed. This product is technique driven and has specific recommendations included in the IFU. Per IFU: "breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device." "If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient's bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure." No root cause associated with the manufacture of this device was confirmed.